Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer five failed, did not recover and required maintenance. A field service engineer (fse) found one million diodes illuminated on the back of drawer five. The fse replaced the drawer controller and powered the station on. The pixie bus module controller still had no light, and the diode illuminated. Then, the fse replaced the module controller and reconfigured the drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, multiple drawers needed recovery. The station had 16 failed storage space alerts and was unable to recover the drawers. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.